Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, pauses were detected. After reviewing, they were determined to be false pauses due to loss of contact. The patient was stable and will be continued to be monitored.